Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing. Testing of the system was performed and noise could be elicited when the patient pushed their palms together, but none of it was oversensed. X-ray imaging was provided for review to boston scientific technical services. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing. Testing of the system was performed and noise could be elicited when the patient pushed their palms together, but none of it was oversensed. X-ray imaging was provided for review to boston scientific technical services who noted the system may have migrated, potentially due to the way it was positioned during a previous general changeout procedure. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.